Manufacturer narrative:
G4: (B)(6) 2020. B4: (B)(6) 2020. The failure investigation laboratory received the oxygen valve solenoid for analysis. The results of the analysis concluded that this oxygen valve solenoid (lot code: 15/43) failed due to foreign debris. Cleaning this oxygen valve solenoid corrected the failure. The device failed to meet specification. The cause of the reported device behavior was due to foreign debris in the oxygen valve solenoid. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/11/2020.

Event description:
It was reported that the ventilator had issues with the oxygen supply. The ventilator had error codes indicating the oxygen device failed and alarm message indicating oxygen not available. The ventilator was being used on a patient at the time of the reported event. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and the reported error codes were confirmed in the ventilator diagnostic logs. Reportedly, the gas source at the time of the event was connected to the wall and the nurse tried to switch over to cylinder when the error codes occurred. However, that did not help. The customer reported that the issue was addressed by itself and the biomed was unable to duplicate the reported issue. The customer did not provide any further information on what was done to repair or service the device.

Manufacturer narrative:
G4: 21aug2020. B4: 22jul2020. H11: there were no parts were received by the failure investigation laboratory; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.